Event description:
It was reported that the bd ultra-fine¿ pen needle did not deliver insulin during the injection nor depress completely down to the zero mark. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen does not depress all the way to zero."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle did not deliver insulin during the injection nor depress completely down to the zero mark. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen does not depress all the way to zero."